Event description:
A consumer reported having blurred near vision and poor contrast sensitivity following bilateral intraocular lens (iol) implant surgeries. Additional information was received from the surgeon who reported, the patient had multifocal lenses implanted with amo lenses piggy backed ou (both eyes). In 2007, the patient was diagnosed with epiretinal membrane ou. Limbal relaxing incisions (lri) were performed on both eyes (od eight days later, os the next month). The patient was seen by two surgeons for second opinions. One surgeon stated her visual issues were related to poor retinal health and were not iol related. The second surgeon stated her visual issues were related to poor retinal health and he did not know if the iol's were also contributing to her visual issues. There are two medwatch reports being filed for this event: MFR report#: 1119421-2007-00206 -- od(right eye). MFR report# 1119421-2007-00208 -- os (left eye).

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. This report was mailed to the FDA on: 5/16/2007. Additional information requested by mail and fax on 4/17/2007 and by phone on 4/18/2007. Additional information was received by phone and mail from surgeon.